Event description:
It was later reported that the patient¿s device was explanted because the patient was moving to a ¿remote¿ island where the follow-up would be difficult. The patient¿s infection was a head/sinus infection not involving the pump; however, the patient did have a cerebrospinal fluid (csf) leak.

Event description:
It was reported the patient experienced an infection. The patient was hospitalized with a fever of unknown etiology. Hcp aspirated cerebrospinal fluid from the catheter access port to rule out the cause of the infection. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#: unknown. (B)(4).